Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The patient was transferred to another facility. Another specimen draw at that facility was negative for troponin I. It is unknown if patient treatment was altered or prescribed. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of instrument and instrument data indicate that the cause of the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.